Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein a pocket revision was performed to address the issue. No product was explanted. Patient is stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.